Event description:
It was reported that during surgery, the graft was first taken from the superior direction and it cut directly through the skin and the cutaneous tissue into the fat. They changed the blade and then proceeded to do this from the opposite direction. An additional unplanned skin graft was needed in order to complete the surgery. This was a graft which was approach of the appropriate size based on his physical characteristics but the actual wound itself left very little dermis. The original graft site was closed using sutures. Tissue damage occurred on original graft as the dermatome cut directly through skin, into cutaneous tissue and into fat. The first blade they had on was placed correctly which the surgeon had inspected before using. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, when the unit was set to 0, the dermatome took a bigger chunk of skin than what was intended. When skin was harvested, dermatome cut through skin, and cutaneous tissue into fat. Surgeon used different approach to harvest appropriate graft by going the opposite direction from his initial approach, and sutures were used to attach that graft to the wound bed. The taken graft was damaged, and the surgeon used a different approach to harvest another graft on the same location. An additional unplanned skin graft was not needed in order to complete the surgery. There was a surgical delay, and the patient was under anesthesia during this delay, it is unknown how long was the delay. The same unit was used to complete the surgery, the old blade was removed from dermatome, and a new blade was added. The surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose and the calibration was out at the 0 reading. The semi-circle shaft bearing, vespel bearing, and other worn parts were replaced, and the unit was calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during an unknown time, when it was set to 0, the dermatome took a bigger chunk of skin than what was intended. There was no note of patient impact or surgical delay. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.